Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Reviewing the complaints for the lot number could not be performed as no lot number was reported for this complaint. The root cause of the reported event could not be specifically determined with the provided information. The product was not returned for examination. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the plastic white casing outside the battery pack started to melt upon use during the surgery. The attached per indicates that there was no alternate device was used in the event. No adverse events were reported as a result of this malfunction.